Manufacturer narrative:
Product investigation evaluation: xrl integrated assembly, medium, has been received with ti ring not seated properly and teeth not locked correctly in inner body. The xrl system provides surgeons the ability to expand the device in situ to reconstruct the anterior column, restore height and correct the sagittal curvature of the thoracolumbar spine. The associated drawing was reviewed. The drawing calls out the appropriate dimensions, material and finishing process for a successful design. The received xrl medium integrated assembly, lot number 6921551, did not have any visible scratch or damage marks. The implant has been received with ti ring not seated properly and teeth not locked correctly in inner body. The difficulty in insertion of the implant most likely occurred as a result of improper use of the instrumentation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The reported product lot was produced at the (B)(4) facility on 06/12/2012. A review of the device history record(s) of the reported product lot, sub-components, and raw material from which it was produced showed that there were no nonconformities reported for the reported product lot or its component product lots. Therefore, there is no documented evidence indicating that the manufacture of the reported product lot is relevant to the complaint.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an xrl cage did not fit correctly in the disc space during a surgical procedure to treat a burst fracture at l1 on (B)(6) 2015. The corresponding trial spacer fit solidly into the void, and the surgeon verified that the correct instruments had been used (both prior to the implant procedure and after the device was removed). The surgery was ultimately completed successfully using a synex cage instead. There was a reported delay between 14 and 30 minutes. The patient is recovering well. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(6). Device was not implanted or explanted. Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. A review of the device history records has been requested and is currently pending completion. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: manufacturing investigation evaluation: part 08.807.202 / lot 6921551 integrated assembly, medium has been received with ti ring not seated properly - teeth not locked correctly in inner body. There were no issues identified that pertained to the complaint condition. Overall lengths (l12, 23.25-24.75mm and diameter (d23, 21.25-21.35mm) were re-measured and both found to be within tolerance. All relevant features to the complaint condition met specification; therefore, the disposition of this evaluation is unconfirmed. A product development investigation has also been initiated. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.